Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus), having to use 5-7 pads per day. Upon medical examination, the physician attempted to cycle the device, however, the issues persisted. A surgical procedure was performed, urethral atrophy was observed. Inspection of the explanted device observed that there was fluid in the pressure regulating balloon (prb), however, when cycled, the cuff did not fill up. All components of the existing aus were explanted and replaced with a new device. The cuff size was changed from 4 cm to 3.5 cm. No patient complications were reported and the patient is expected to fully recover.